Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the pump display was frozen on the home screen. Customer's blood glucose was 194 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.